Manufacturer narrative:
The company representative was able to replicate the reported "sm issue." The irrigation issue was not replicated. A nonconforming ultrasound module was replaced to address the reported sm issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was later determined to not be relevant to this investigation. The root cause of the reported "sm issue" is attributed to a nonconforming ultrasound module. There was no functional problem exhibited related to the reported "irrigation issue." Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that two of cataract surgeries an ophthalmic system exhibited system message, and the pump and the irrigation stopped. System recovery was unsuccessful both the times. No patient impact was reported.